Event description:
It was reported that the user encountered repeated ¿unable to proceed¿ errors during the supply change process and could not complete the rewind, after which the device prompted a restart; the event occurred during fill tubing and was associated with an occlusion and consecutive stalled motor alarms, with the tubing identified as the involved component. Symptoms included hyperglycemia and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem and a complete blockage consistent with an occlusion during fill, associated with the tube component and consecutive stalled motor events. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.